Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that equipment is not switching on. To solve the issue, the fse checked the unit, cleaned the power supply, motor controller pcb and reconnected all connectors. All functional and safety tests were performed and were met to the factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks, the cs300 intra-aortic balloon pump (iabp) was not switching on. No patient involved.